Event description:
Related manufacturer reference number: 2017865-2021-38681. Related manufacturer reference number: 2017865-2021-38682. It was reported that the patient's pacemaker system had an unspecified infection. The pacemaker system was removed. The patient was stable.